Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the manufacturer's clinical specialist attempted to gather additional information regarding the incident with the centrifugal controller by phone and email. The team had an incident with the centrifugal control unit (ccu) of the heart lung machine (hlm) prior to going on bypass on 02jun2021. According to the log data, there was not a case on that date, but on a date prior there was two instances of the centrifugal pump being stopped. There was a low revolutions per minute (rpms) noted after one of the stops of the pump. This lower rpm would be the cause of fluid not being able to be moved forward. The two stopped events were possibly an inadvertent pressing of the stop/start button (as denoted in the log review). There was a two minute delay in initiation of bypass. There was loss of function during the procedure. There was no delay during the bypass procedure. There was no harm or blood loss.

Manufacturer narrative:
The field service representative (fsr) tested the ccu and the centrifugal drive and could not duplicate any issues. The unit operated to the manufacturer's specifications. Per data log review, the complaint indicates the issue occurred on (B)(6) 2021, but the log has no entries for that date. It is possible that the date was not set correctly on the central control monitor (ccm). The log shows activity on (B)(6) 2021. (B)(6) 2021: 06:33:19 a perfusion screen was opened, 06:42:31 centrifugal pump started and run to 1440 revolutions per minute (rpm), 07:25:26 low level alert with a coast response, 07:25:30 low level cleared, 07:25:37 air detected alarm with a coast response, 07:26:56 air detected alarm clears, 09:10:07 speed increased to 1548 rpm, 09:20:15 speed increased to 2502 rpm pump stopped (local control), 09:22:32 pump started, speed set to 486 rpm, 09:22:36 pump stopped (local control), 09:22:40 pump started, many different speeds are set until 11:24:51, 11:24:51 pump stopped (local control), 11:29:55 pump started, speed set to 642 rpm, 11:30:14 pump stopped, 11:51:36 perfusion screen was exited. From 09:20:15 to 09:22:32 the pump was stopped twice (possibly inadvertently) which matches the two minute delay to start the case reported by the user. The pump was not rebooted twice but was restarted twice. There is no indication of a problem with the centrifugal pump in the log.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) would not move blood forward. The ccu was rebooted twice and the issue resolved. The surgical procedure was completed successfully. There was a two minute delay. There was no blood loss, nor adverse consequences to the patient.